Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter displayed an error 5 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared at 9am on (B)(6) 2017. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their diabetes management regimen as a result of the alleged product issue. The patient stated that an unspecified period of time later they developed the symptom of ¿confusion¿. An unspecified period of time later on the same day the patient was taken to the emergency room (e.r.) Where they were given IV fluids from a healthcare professional after a blood glucose result of ¿500+ mg/dl¿ was obtained on an e.r. Meter. At the time of troubleshooting the cca walked the patient through a retest and the patient was able to obtain a reading. The alleged error message was not reproduced. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them requiring hcp intervention to treat a blood glucose excursion which meets lfs¿s criteria for a serious injury reportable adverse event.